Event description:
Customer called to report high bgs. Also stated the reservoir's neck had a crack and the insulin was pouring out. Customer changed the set, site, and the reservoir. Further, the bgs were going down at the end of the call. Customer declined to go to the hospital but agree to contact "cde".